Event description:
I was injured applying a new dexcom sensor to my abdomen. When I pressed the button on the dexcom applicator to inject the sensor it caused a sharp pain not normally experienced when applying a new sensor. After removing the applicator I discovered blood flowing from the area where the sensor was injected. I had to remove the sensor and apply direct pressure for about 2 minutes to stop the flow of blood. I contacted dexcom technical support via their chat function and they said they would ship a new sensor. I have attached images of the sensor after application, after sensor removal, and images of the area injured by the sensor application. FDA safety report ID # (B)(4).